Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the mega suturecut needle driver instrument was moving without the surgeon articulating it. The surgeon "lost control" of the instrument, and it was not attached to any tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the instrument moved in slow motion without the surgeon moving his fingers. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The failure was not related to an inability to move the instrument at all. The instrument did not move in the intended direction. The surgeon wanted to open and close the instrument, but it was moving slowly jerking without the surgeon initiating it. The issue was persistent. The device was not inspected prior to use. There was no injury to the patient as result of the event. There was no instrument-to-instrument, system arm-to-arm interference or external collisions.

Manufacturer narrative:
A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and fa did not replicate nor confirm the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The grips were aligned. The instrument passed the suture test in 2 of 2 attempts. Additionally, the instrument was found to have a frayed pitch cable at the proximal clevis hole. Some bundles of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h10/h11 for follow-up information.